Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 457445 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that within a few days of implant, there was a perforation by the rv (right ventricular) lead with the helix "bulged to pericardium", confirmed by CT (computed tomography) scan. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.